Event description:
It was reported that the customer received a button error alarm when the customer was attempting to deliver a bolus. The customer's blood glucose was 157 mg/dl. The customer did not recall any significant events leading to the alarm. Advised customer that the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The device had minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.